Event description:
It was reported that a patient received a shocking or jolting sensation from an implantable neurostimulator (ins). There was no reported trauma or fall. A problem with the ins was suspected and alleged. It was reported that there was an end of service (eos)/ end of life (eol) message. The ins had been in use for about one year and then not used since the spring. All combinations with electrode 1 had impedance >10 ,000 ohms. It was reported that there was a reading of a low out of range impedance value. There were also "suspicious" values in the 300 ohm range with all electrodes in combination with electrode 0. At the hcp it was found that the leads had migrated. The ins and both leads were replaced. The hcp did not believe there was any issue with the device or leads. Coverage was excellent after the procedure and patient was "happy with the stimulation."

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3550-39 lot# n283866 serial#, implanted: 2011 (B)(6), explanted: product type accessory product ID, 3550-14 lot# n288922 serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).